Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited small p-waves, the right ventricular (rv) lead exhibited high pacing thresholds, and the left ventricular (lv) lead exhibited intermittently elevated pacing thresholds. The leads remain in use. No patient complications have been reported as a result of this event.